Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose of 481 mg/dl. Customer¿s current blood glucose was 323 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the syringe. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found.